Manufacturer narrative:
No pt info is available.

Event description:
The hosp reported that a stuck exhalation valve was noted during a case, preventing gas flow to the pt. A drop in the pt's heart rate was reportedly noted. A decision was made to cancel the case. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.